Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes that post operative bipolar lead impedance was 2000 ohms, unipolar impedance was 300 ohms. The unipolar lead impedance dropped to 230 ohms prior to hospital discharge. Capture and sensing were marginal. X-rays revealed that the atrial lead may have pulled back in the device header. The physician programmed the device to unipolar.